Manufacturer narrative:
Multiple uses of usb devices (usb sticks, dvd, etc.) On the control panel while transferring ia wi-fi. The blue screen is most li ely due to power limitation of the control panel. The wi-fi dongle is located inside the control panel. The wi-fi dongle is attached to the usb hub in the control panel. The usb hub cannot provide enough power to the wi-fi dongle. If there is not enough power the usb dongle will shut off, ms windows device driver will lose the connection and throws a blue screen.

Event description:
The investigation revealed that the system locked-up with a blue screen. Patients studies are lost and studies need to be repeated. It can happen at any time, including during an exam. The user would be required to reboot, but also the images may not have transferred due to the loss of the wi-fi connection.

Manufacturer narrative:
(B)(4). The device was not returned to siemens for evaluation; however, the savelogs were captured and reviewed and it was found that the root cause of the reported event was insufficient power to the usb port. The issue was corrected with the cp6 design modification which supplies additional power to the usb port.

Event description:
There was no patient adverse event mentioned in the initial report.